Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The observation was confirmed. The investigation revealed that the device's status indicator displayed a large black spot encompassing most of the display area, which is indicative of physical damage. Replacement of the status indicator resolved the issue. The repaired device passed acceptance testing and was returned to the customer.

Event description:
The device was returned for maintenance when factory service discovered that the status indicator was mostly black both with and without battery power applied. This finding is consistent with physical damage to the lcd, though no outward signs of damage were visible. The problem obscured the device readiness status from the user making determination of device availability potentially more difficult and confusing.